Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter "orange/white/gray particles" were discovered in syringe prior to use with 100 bd plastipak¿ 50 ml concentric luer lock syringe. The following information was provided by the initial reporter: orange/white/grey particles being present in syringe.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the condition of the reported product were available for investigation. A device history review was performed for the reported lot 2001270, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Two retained samples of lot 2001270 were used for additional evaluation. The product was inspected and no foreign matter was observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Quality project#1690 was initiated to reduce any foreign matter within our products.

Event description:
It was reported that foreign matter "orange/white/gray particles" were discovered in syringe prior to use with 100 bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter: orange/white/grey particles being present in syringe.